Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided. The device has been received and an evaluation is pending.

Event description:
It was reported the lvp (large volume pump) module 8100 was infusing per the pc unit 8015 but no fluid delivered. Incident reported 8:02 on february 25 on work order but actual date and time tbd (to be determined). Event logs have been pulled. No patient harm was reported.

Manufacturer narrative:
Sample inspection: the inspection process performed on pump module s/n: (B)(6) found it to be in good condition. Log analysis results: the date and time of the reported event was not reported. A review of the pcu event log for the last infusion starting from when the pcu s/n: (B)(6) was powered on shows as on (B)(6) 2021 at 9:30:23 am. The source pump module s/n: (B)(6) was programmed for a remote IV infusion of drugid 1 (unknown fluid) at a rate of 500 ml/h and vtbi of 1000 ml (infusion calculated to be for 2 hours); however was immediately manually changed to a rate of 800 ml/h and vtbi of 500 ml (infusion calculated to be for 37 minutes). The primary volume infused was noted as 0 ml. At 9:49:40 am, the pump module alarmed for fluid side occlusion. The primary volume infused was noted as 231.272 ml. Approximately two minutes later and within a span of one minute, the following occurred with the pump module: infusion was restarted, alarmed for patient side occlusion, and channel off key was pressed. The total volume infused was noted as 231.364 ml. The next time the pcu was powered on was two days later on (B)(6) 2021 at 9:13:10 am; however no further infusion was noted. Test results: functional testing was performed with the received devices along with a lab set. An infusion was programmed based on the device¿s last noted infusion parameters. The infusion completed with no anomalies observed. Fluid side and patient side occlusion testing performed using asm v9.8.1 confirmed the source pump module is functioning properly. Timed rate accuracy test was performed on the pump module s/n: (B)(6). The device was found to be delivering fluid within specification. Test methods: 1503-001-006-r (timed rate accuracy). Device history review: a review of the pump module device history record showed the device had a manufacture date of 12/23/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s report that no fluid was delivered from the lvp (large volume pump) could not be identified in this investigation. The infusion ran the appropriate amount of time based on the last noted infusion parameters. The customer¿s report that no fluid was delivered from the lvp (large volume pump) could not be confirmed or replicated. The infusion ran the appropriate amount of time as expected based on the last noted infusion parameters. The date and time of the reported event was not reported. A review of the pcu event log for the last infusion starting from when the pcu s/n: (B)(6) was powered on shows as on (B)(6) 2021 at 9:30:23 am. The source pump module s/n: (B)(6) was programmed for a remote IV infusion of drugid 1 (unknown fluid) at a rate of 500 ml/h and vtbi of 1000 ml (infusion calculated to be for 2 hours); however was immediately manually changed to a rate of 800 ml/h and vtbi of 500 ml (infusion calculated to be for 37 minutes). The primary volume infused was noted as 0 ml. At 9:49:40 am, the pump module alarmed for fluid side occlusion. The primary volume infused was noted as 231.272 ml. Approximately two minutes later and within a span of one minute, the following occurred with the pump module: infusion was restarted, alarmed for patient side occlusion, and channel off key was pressed. The total volume infused was noted as 231.364 ml. The next time the pcu was powered on was two days later on (B)(6) 2021 at 9:13:10 am; however no further infusion was noted. It cannot be determined from the logs why the user channeled off the pump module approximately halfway into its expected volume to be infused. The inspection and testing process performed on the pump module found no existing malfunctions. The device was being used for treatment.

Event description:
It was reported the lvp (large volume pump) module 8100 was infusing per the pc unit 8015 but no fluid delivered. Incident reported 8:02 on (B)(6) on work order but actual date and time tbd (to be determined). Event logs have been pulled. No patient harm was reported.